Event description:
A pharmacist reported to baxter (B)(4) of a dehp free solution administration set with injection site in which the set was found leaking due to the tubing being separated from the luer lock. The event occurred during infusion when the nurse was trying to connect to a stopcock or catheter. A patient was involved, but there is no report of patient/user injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: two hundred companion samples were available for evaluation. Visual inspection was performed and no defects were observed. Fifteen randomly picked samples were traction tested. No disconnections were revealed. The reported condition was not confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.